Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that one of their infusion set did not work and they had a high blood glucose level of 500 mg/dl. They changed the infusion set and it had worked but then they got sick. They were admitted into the hospital on (B)(6) 2017 as a result of high blood glucose. The customer's blood glucose level at the time of admission was close to 600 mg/dl. The customer had symptoms of vomiting and diarrhea. They were treated with insulin drip. The customer's current blood glucose level was 61 mg/dl. They declined troubleshooting for the high and low blood glucose. The device will not be returned for analysis.